Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
Additional information: correct date received by manufacturing of previously submitted medwatch report is 3/1/2022.

Event description:
Additional information was received that patient received coolsculpting treatment to the axillary puff on (B)(6) 2021 using a cooladvantage+ coolcurve+ applicator.